Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge the pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Customer's blood glucose level was between 300 and 400 mg/dl. Reportedly, the customer was not using room temperature insulin to load the cartridge. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.